Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event updated 18sep2024: 1-month follow-up visit ((B)(6) 2020) (date of imaging (B)(6) 2020): from follow-up CT/MRI, device assessment: is there evidence of device issue(s)? = no. At the 3-year follow-up visit ((B)(6) 2023) it is noted that the patient had an adverse event since last visit: aneurysm infection. Onset date was reported as (B)(6) 2022 (920 days post-procedure). The infection was treated medically with antibiotics. It has not been possible to determine whether the aneurysm infection was related to study device, treated aortic disease or study procedure. It has been noted that: "aneurysm was infected, resulting in fistulaformation and hemoptysis. This resulted in death." (The fistula formation and hemoptysis has been reported as two separate adverse events. On the study exit form the death is reported as related to "other contributing factors" namely "abces [abscess] of aneurysm with osteomyelitis and lung hematoma".

Manufacturer narrative:
Manufacturer ref# (B)(4). Patient ID (B)(6) is representing the same patient therefore all future information on the event will be reported under manufacturer ref #(B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: 1-month follow-up visit ((B)(6) 2020) (date of imaging (B)(6) 2020): is there evidence of device issue(s)? = yes. Type(s) of device issue: growth of aneurysm, despite stenting. Patient outcome: did the device issue(s) lead to any medical problems or adverse events? = no. Were device issues noted that required secondary intervention? = no.